Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) inspected remotely and confirmed that wired footswitch was unable to trigger x-rays. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. It was discovered by fse that en-x was not activated after looking through the system log file. With en_x deactivated, and the hand/footswitch pushed (which could also happen by hitting the pedal), begin prepping the generator lacking. Holding down the pedal, be unprepared, then prepared. It appears from this pattern that there is a footswitch failure. The cause of the footswitch malfunction cannot be determined by the supplier's part analysis. To resolve the issue fse replaced wired footswitch (footswitch cv 3p 8m). After replacing wired footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was due to that en-x was not activated with en_x deactivated, and the hand/footswitch pushed (which could also happen by hitting the pedal), begin prepping the generator lacking. Holding down the pedal, be unprepared, then prepared. Due to external physical damage occur that can cause the azurion system to not start up properly. This scenario includes situation in which the outside physical damage patterns indicate there is a footswitch failure in azurion system. Since the malfunction of an external physical damage would not be considered a device malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's wired footswitch was unable to trigger x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.